Manufacturer narrative:
This device was in use at a veterinary clinic at the time of alleged malfunction and the ventilator is meant only for human use. Therefore, this is not considered a reportable event.

Manufacturer narrative:
Date of report: 20may2021. There was no patient involvement.

Event description:
The customer reported that the v200 ventilator fio2 values are not accurate. The device was not in clinical use. No patient or user harm was reported. The remote service engineer (rse) advised replacing the oxygen flow sensor.